Event description:
It was reported that on (B)(6) 2011, the patient presented with an acute myocardial infarction (ami) and was taken emergently to the cardiac catheter lab. Angiogram showed 98% stenosis at the distal right coronary artery (drca) and serious stenosis in the mid left anterior descending artery. A 3.0 x 23 mm xience stent was placed successfully in the drca. Reportedly, the procedure went smoothly with no complications. On (B)(6) 2011, at approximately 12:10 pm, after a bowel movement, the patient became short of breath, cyanotic, diaphoretic, hypertensive and had moist rales. Diuretics and sedation were administered. The patient was intubated and cardiopulmonary resuscitation was performed. At approximately 13:15 pm, the patient died. Reportedly, cause of death was from the pre-existing ami and acute left ventricular failure. There was no additional information provided.

Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported hypertension and death are listed in the xience v instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.